Event description:
Based on the internal review following the initial report submission, the issue, the haptic in another direction was noticed upon opening.

Manufacturer narrative:
Correction information was provided in b.5. And h.11. Correction information has been received and stated that, there the issue, the haptic in another direction was noticed upon opening. Therefore, this event no longer meets reporting requirements, because a serious injury has not occurred, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, haptic in another direction. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).